Event description:
It was reported that the insulin pump alarmed with several errors. The blood glucose reading was 248 mg/dl. The customer stated that he attempted to replace the battery and was not sure what to do. Advised the customer that the device had experienced an unexpected restart. During troubleshooting, the insulin pump passed the self test. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarms were noted. The insulin pump passed the self test and the unexpected restart error test. The insulin pump had an alarm for a corrupted history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.